Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was no longer functioning. Customer did not know the blood glucose level at the time of the incident. The customer was on vacation. They were wearing the device by the pool and forgot they had it on, then they jumped in. Troubleshooting was performed. The device had fluids under the lcd; the device was not dropped and no damaged was noted on it. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be returned. The device is returning for analysis.